Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-42: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for dead meter. Blood glucose test results. Hayword/nurse/local clinic is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/20/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.